Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and a double capsule discovered during surgery. Device has been explanted and not replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, black particles in the shell and weight to spec. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, stress mark and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening additional, changed, and/or corrected data: b5, h3, h6.

Event description:
Healthcare professional additionally reported "patient's concern with the product".